Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported an inflation failure and promptly replaced the device. On-site inspection revealed that the compression pump data was out of range, requiring a maintenance kit replacement. The maintenance kit (0040-00-0147) was replaced, and after the replacement, the device was functionally tested according to factory specifications and released for use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an inflation failure during use and was replaced. A customer also experienced an inflation failure during use and had the device replaced. No harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.